Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the patient's battery packs were not charging. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has not yet begun as the device has not yet been returned for evaluation. Upon receipt, the reported problem (unable to charge) will be investigated. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the allegedly defective charger/modem. The patient was issued a replacement charger/modem.